Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery testing: this showed the device met with specifications. The reported issue could not be confirmed during testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed volume test. No adverse patient events occurred related to incident.